Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries following the surgery and had 2 additional repair surgeries. No additional information has been provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient died in (B)(6) 2014 from a ¿brain bleed¿ after a fall.